Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: na.

Event description:
It was reported that review of a vf episodes showed r-wave undersensing during patient's follow-up. The issue was resolved by re-programming. The device remains implanted the pt condition is good following the event.